Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: UDI provided. Additional information: a medtronic representative reported that he gave the doctor a phone, and went to the site to check the imaging system. A medtronic representative went to the site to test the equipment. The system was in stand alone, and when the iport pleora was replaced, the system went back to normal function. The imaging system then passed the system checkout and was found to be fully functional. The customer declined to send back the suspect part for evaluation.

Manufacturer narrative:
No parts have been replaced or returned. No product returned.

Event description:
A site representative reported that outside of a procedure the mobile viewing station (mvs) could not connect to the imaging system (ias). No additional information was provided. There was no patient present when this issue was identified.